Event description:
It was reported the device was used in a low anterior resection. It was reported the device did not form a complete staple line. The case was completed by hand sewing the staple line. There was no additional patient consequence.